Manufacturer narrative:
Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post) with a "gui inop" condition. The fault was isolated to the microprocessor, component reference designator u45. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a loss of gui communication error. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the graphic user interface (gui printed circuit board (pcb), and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturer specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.